Event description:
It was reported that there were no readings from the ventricular side when tested, and there was intermittent output. The device was returned to the manufacturer, analyzed, and tested out of specification. The condition was found during a preventative maintenance check, so there was no patient involvement.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the customer comment of the heart lead flex being out of specification. Analysis also found that the battery contacts were compressed. It was also noted that the lower case was broken, two side bail covers were broken, the ring cover was contaminated, the lead flex cover was corroded and the keyboard was scratched.